Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and ps1 power supply. System operates as intended.

Event description:
Customer reported the system intermittently locks up. No patient injury was reported.